Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-09278. It was reported that the patient had their lead replaced due to high impedance on the lead contacts. Follow up identified that the ipg was replaced per the patient's request. Therapy was restored post-operatively.